Event description:
It was reported via literature that one patient died as a result of intracranial hemorrhage occurring one day post transcarotid artery revascularization (tcar). This study evaluated the perioperative (30-day) and 1-year outcomes of transcarotid artery revascularization (tcar) among 167 patients from january 2016 to august 2019. 82 patients were classified as symptomatic, defined by a history of unilateral transient ischemic attack or stroke attributable to an extracranial carotid artery lesion within the previous 180 days, and 85 were classified as asymptomatic. The demographic characteristics between the two groups were largely similar, although symptomatic patients were significantly more likely to be female (28.0% vs. 9.4%). The average age across all patients was approximately 71 years. Perioperative (30-day) outcomes indicated that symptomatic patients had a higher perioperative mortality rate of 4.9%, compared to 0% in asymptomatic patients. Only one of the four deaths was found as attributable to the tcar procedure, which occurred due to an intracranial hemorrhage on postoperative day (pod) 1, attributed to cerebral reperfusion syndrome. The remaining three deaths were due to congestive heart failure exacerbation on pod 27 and pod 28, and one of unknown cause on pod 23. At the 1-year follow-up, overall mortality was 13.0% in symptomatic patients and 10.0% in asymptomatic patients.

Manufacturer narrative:
B3: the exact event date was not provided in the literature article. The date of event was estimated using the beginning of the study period date range, which is january 2016 to august 2019. B2. The date of death was not provided. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Wang, s. K., severance, s., westin, g. G., maijub, j. G., gupta, a. K., sawchuk, a. P., fajardo, a. C., & motaganahalli, r. L. (2020). Perioperative and 1-year transcarotid revascularization outcomes in symptomatic patients. Journal of vascular surgery, 72(6), 2047-2053. Https://doi.org/10.1016/j.jvs.2020.03.044.